Event description:
Same case as MDR ID # 2134265-2014-03235 and 2134265-2014-03236. It was reported that automatic pullback failure occurred. The lesion was located in the left main artery. During procedure outside the body, it was noted that the galaxy intravascular ultrasound system sled would not let the intravenous ultrasound (ivus imaging catheter to automatically be pulled back. Manual pullback was performed to complete the procedure. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).